Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all in process and finished goods release criteria.e2013037. Total number of events - 192. Proceed* multi-layer laminate mesh - 1. Prolene polypropylene mesh - 41. Prolene polypropylene mesh unknown product - 145. Ultrapro mesh - 3. Vicryl polyglactin 910 mesh - 2.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted due to pelvic organ prolapse. Following the procedure, the patient experienced urinary retention, recurrence, and voiding dysfunction. It was also reported that the patient underwent a mesh removal on 04/18/2007 due to erosion. No further information is available.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/11/20219. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Corrected information: correct ftl - e2013037 - supplemental report 06 for 08/31/2016. Attached. Please disregard previous attachment sent as follow-up 06 on 08/29/2017. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2016 through july 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.